Event description:
It was reported that the patient presented to the hospital for a pacemaker exchange procedure on (B)(6) 2022. While attempting to re-connect the right ventricular lead, it was noted that there was insulation damage on the lead. Physician used a patch kit to repair and reposition the anomalous lead during procedure on (B)(6) 2022. There were no adverse consequences to the patient.